Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'ds occ. Was not reproduced. Device was sent in for downstream occlusion testing and passed. The force sensor calibration values are within range. A review of the event history log (ehl) revealed occurrences of multiple events of "downstream occlusion!" Alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide is out of range. The downstream tubing guide will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.